Manufacturer narrative:
Manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. The problem was resolved with the canadian service center. The batteries were eroded, and replaced with a new batteries. The failure occurred, was prior to a case and no patient was involved and the provider switched to a corded foot switch. No likely cause could be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the wireless laser footswitch had a user connectivity issue and could not connect to the system. There were no reports of patient harm.